Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The insulin pump was received missing o-ring, broken belt clip rails, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was broken at reservoir connection. It's missing the plastic guard and the o-rings. The customer's blood glucose was unknown.